Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that patient met with the manufacturer¿s representative on (B)(6) 2014. The patient re-stated that they had an MRI which damaged their implantable neurostimulator (ins) and that it caused numbness/tingling in their face. It was noted that the representative was unable to communicate with the ins while trying to interrogate using the clinician programmer unit. The patient refused any further assistance and stated that they were going to have the device removed. The physician was also informed of the patient¿s issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients device was not able to communicate with the programmer or recharger. The patient stated he could ¿not wear it anymore, it bothers him.¿ the patient then stated the stimulator bothered` him and it did more harm than good. The patient stated that he had an MRI done in (B)(6) as he thought he had a stroke. He could not remember things, couldn¿t write and could not hold the phone. The patient stated that they did not turn his stimulator off for the MRI and feels that they damaged it and possibly caused injury to him. He could not turn the device on or off. He also had problems with his speech, numbness and tinging in his face, neck and throat, problems swallowing and problems walking. The patient stated his doctors are unsure if he had stoke, brain damage or tumor. Follow up from the physician that ordered the scan clarified that the patient told the physician he thought he had a stroke and this is why the MRI was ordered. The patient presented the tingling and numbness complaint on (B)(6) 2014. There were no MRI results in the chart, however, a CT scan done (B)(6) 2014 revealed chronic lacunar infarction. There was no indication in the physician notes that these symptoms were related to the stimulator. A company representative planned to meet with the patient on (B)(6) 2014. If additional information was received regarding the cause of the event and outcome, a follow up report will be sent.